Event description:
It was reported that there was a right atrial lead fracture prior to replacement procedure and that the lead broke when the physician opened the pocket. It was further reported that the right and left ventricular leads had varying thresholds over the previous two months and also had possible fractures. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a right atrial lead fracture prior to replacement procedure and that the lead broke when the physician opened the pocket. It was further reported that the right and left ventricular leads had varying thresholds over the previous two months and also had possible fractures. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted the pr oximal and distal conductors were kinked/buckled, there was blood on the distal and proximal conductors (not obstructed), the outer insulation was breached cut and a white substance was present as well as a depression. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.